Event description:
Consumer reported that the patient end needle broke off into the injection site during injection. Consumer also mentioned that the pen was difficult to depress. She said she had to use pressure while depressing the pen, and that the pressure may have caused the needle to break. Consumer did not seek medical attention, she said she intended to contact her diabetes educator. There is redness around the injection site but no pain or discomfort. Consumer will contact us if there is any medical intervention. Consumer does re-use. She stated that she re-uses the needle until there is no more insulin in the pen. Lot #: 9114959 catalog #: 320883 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken cannula pe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.